Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. The analysis of the provided data did not indicate a system related issue.

Event description:
The customer alleged they received they received questionable bilirubin results of their cobas b123 analyzer, serial number (B)(4). The b123 analyzer is not sold in the united states; however the bilirubin cartridge is sold in the united states. The customer provided data for two patients with discrepant results. On (B)(6) 2014, the first patient was brought into the a&e with jaundice. The first patient's initial bilirubin result was 467 umol/l. As this result was above the level requiring transfusion, the patient was transferred to the neonatal unit and started on phototherapy. The patient was tested on an olympus au1200 and the result was 366 umol/l. Based on this result, the patient would not require exchange transfusion. Information on whether these results came from the same patient sample was requested but not provided. The patient continued to be monitored to ensure the bilirubin levels were decreasing. On (B)(6) 2014, the patient had a sample drawn and the result from the olympus analyzer was 329 umol/l. Approximately six hours later the patient had a second sample tested on the olympus analyzer and the result was 273 umol/l. Approximately six hours later, the patient third sample tested and olympus result was 245 umol/l. Approximately an hour later, the patient had a fourth sample drawn and the result from the olympus analyzer was 259 umol/l and the result for the b123 was 263 umol/l. The patient had a fifth sample drawn and the result was 194 umol/l on the olympus analyzer. On (B)(6) 2014, the patient had a sixth sample drawn and the result was 181 umol/l on the olympus analyzer. On (B)(6) 2014, the patient had a seventh sample drawn and the result was 199 umol/l on the olympus analyzer. Information on whether the first patient was adversely affected by this event was requested but not provided. The second patient was a female born on (B)(6) 2014 weighing (B)(6) upon admission. On (B)(6) 2014, the second patient had an initial bilirubin result of 427.51 umol/l. As this result was above the treatment line, phototherapy was initiated. The patient had the sample tested on another analyzer, and the result was 284 umol/l. The second patient had "two lights" of phototherapy given. The second patient was not harmed by this event.